Event description:
Report received from USA stating the "attachment was overheating ." The device was not used during surgery. During set up testing the device was overheating and appeared to be bent. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).